Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received indicates that the programing changes were performed to resolve the issue. The patient condition was stable.